Manufacturer narrative:
(B)(6) 2016 12:11 pm (gmt-5:00) added by (B)(6) ((B)(4)): the defective control board found during the evaluation was not provided to the manufacturer for further evaluation by the field service technician. However, the manufacturer is aware of a similar complaint and had performed an investigation of this case with the following results: based on the available information to the manufacturer at this time the reported error message "error head" can be confirmed. A damage on the digital isolator ic32 of the control board was found and it can be concluded that the digital isolator ic32 was destroyed through "hotplug" of the drive. "Hotplug" describes the disconnection of the drive, while the console is still turned on. According to the instructions foe use (IFU): switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. Therefore it can be concluded that the instructions were not followed correctly, which led to the damage on the device.

Event description:
(B)(6) 2016 12:03 pm (gmt-5:00) added by (B)(6) ((B)(4)): (B)(4).

Manufacturer narrative:
On 10/16/2015. (B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer (B)(4). The device is owned by maquet medical systems. During the performance of a preventive maintenance a maquet field service technician evaluated the unit . A defective control-board was found and replaced. The system was successfully tested to all factory specifications. The defective control-board has been requested for further investigation. A supplemental report will be provided if additional information becomes available.

Event description:
While performing preventive maintenance at the maquet repair depot the loaner rotaflow console stopped circulating and displayed "head error" message. There were no complaints from the field regarding this loaner unit. No patient involvement. (B)(4).